Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient showed signs of pseudo tumour. Primary surgery not extended but patient required a revision. Primary surgery; by professor (B)(6), c-stem amt 1570-04-070/(B)(4), pinnacle sector cup 1217-12-050/(B)(4), pinnacle screws size 15 (lot:419755) 20 (lot:417225) 30 (lot:413427), hole eliminator 1246-03-000/(B)(4), c-stem centralizer size 12 code (B)(4), cement restrictor size 3 code 5400-14-000/(B)(4) plus the 2 returning items stated above. Complaint reopened (B)(6) 2014 as confirmation of formal claim received from (B)(6). Claim confirms that revision was necessary due to pain, discomfort, alval reaction and increased ion levels.

Manufacturer narrative:
Correction: missing attachment. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
He femoral stem was not returned for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.